Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified leak was identified with the use of a homechoice cassette. The home patient (hp) was connected at the time of the event. This was observed during dwell two of peritoneal dialysis (pd) therapy. The hp stated that there was a ¿puddle of fluid on the floor¿. It was further reported that they accidentally stepped on the one of the clamps which caused the leak (not further specified). There were no damage on the disposables, no loose connection or disconnection observed and everything was properly tightened before the start of therapy. Renal therapy service (rts) assisted with end of therapy early procedure and cassette removal. The hp would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was unknown; therefore, a evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.